Event description:
The pt experienced intermittent therapeutic effect. She stated that her neurostimulator "does not work consistently" during the day and was not using it at night. No further info was provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).